Manufacturer narrative:
The complaint sample was not returned to (B)(4) for evaluation and reported event cannot be confirmed by (B)(4). A process review was completed and no discrepancies were found. The initial investigation completed by the distributor (B)(4) identified the root cause to be due to the design, fatigue loading, weld breakage, and wear. No further investigation is required. Complaint information and investigation provided by (B)(4). Device not returned to manufacturer.

Event description:
It was reported during an unknown patient procedure that the cup impactor broke at one of the joints during insertion of cup. It appeared the swivel pin had come out and the user was unable to disengage the device from the cup. The cup was removed and fell on the floor. A backup cup was on hand and was used. No adverse events reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.